Event description:
It was reported that the device were used during a endoscopic vein harvesting procedure. The device malfunctioned during the procedure. It is unknown how the case was completed. There was no consequence to pt.